Event description:
It was reported that following a percutaneous coronary intervention (pci) on the right coronary artery (rca), an angio-seal was selected for use and hemostasis was achieved. The physician discovered that the angio-seal did not seal the artery. The pt's blood pressure dropped with a loss of pedal pulse. The pt then went to surgery to remove the angio-seal and nothing was found in the artery. The angio-seal was removed. The pt's pedal pulse was then regained. The pt was reported in good condition.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.